Event description:
The user reported the device alarmed and displayed system error as intended when the device was in use. The system continued to infuse at the programmed rates. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required upon completion of the infusion.